Event description:
The ge oec 9800 fluoroscopy system had poor image quality. Washed out images during procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the image processor pcb to restore the proper image quality. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.